Event description:
A peritoneal dialysis (pd) patient contact called into technical support to report that the patient began to vomit during dwell 2 of their treatment. The patient was disconnected and went to the hospital. There were no reports of any alarms or messages during the treatment. The technical support representative reviewed the patient¿s treatment records and advised the patient to follow up with their peritoneal dialysis nurse (pdrn) regarding the patient getting sick. It was reported that the patient would continue to use the cycler for their next therapy. A review of the patient¿s treatment record for the date of the event did not show any alarms or messages received, or any increased intraperitoneal volume (iipv). Upon follow up, the pdrn confirmed the patient event of vomiting and going to the emergency room (ER). The patient was not admitted and released the same day. The pdrn stated that the patient was provided nausea medicine (details unknown) in the ER. The patient was not with their primary caregiver at the time of the event and a secondary caregiver was performing the dialysis treatment. The pdrn spoke to the secondary caregiver after the event and it is believed they incorrectly dialyzed the patient resulting in too much fluid in the abdomen. The pdrn went over instructions for stat drain when the patient is feeling uncomfortable. Per the pdrn, the patient is doing fine and continuing their treatments on the same cycler. Medical records received indicated that the patient was brought to the ER on 03/17/2019 via private transportation for complaints of nausea and vomiting which started two hours prior to arrival. A system review was negative aside from the initial symptoms reported. Examination of the patient¿s lab work and imaging (chest x-ray and electrocardiogram) were reassuring per ER physician. The patient was given carbidopa-levodopa 25mg-100mg oral tablet 3 times per day for nausea; gentamicin topical 1 application daily; magnesium oxide 400mg oral tablet 1 time a day; mirtazapine 7.5mg oral tablet nightly at bedtime for sleep issues and potassium chloride 20meq oral tablet (extended release) 1 time a day. There were no signs of infection on exam of the pd catheter (not a fresenius product) site and white blood cell (wbc) count was within normal limits (wnl) at 6.7x10(3)/mcl. The hospital nephrologist was consulted and stated the patient was cleared for discharge. The patient was released and advised if symptoms worsen to return to the ER for evaluation.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship with pd therapy on the liberty cycler and the patient event of vomiting. However, there is no documentation to show a causal relationship between the event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency. The treatment record did not document any alarms, messages or iipv during the treatment. The pdrn suggested user error in setting up treatment, however, the records do not indicate any issues. Vomiting is a common gastrointestinal complication in end stage renal disease (esrd) patients. Based on the available information the liberty cycler can be excluded as the cause of the patient adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support to report that the patient began to vomit during dwell 2 of their treatment. The patient was disconnected and went to the hospital. There were no reports of any alarms or messages during the treatment. The technical support representative reviewed the patient¿s treatment records and advised the patient to follow up with their peritoneal dialysis nurse (pdrn) regarding the patient getting sick. It was reported that the patient would continue to use the cycler for their next therapy. A review of the patient¿s treatment record for the date of the event did not show any alarms or messages received, or any increased intraperitoneal volume (iipv). Upon follow up, the pdrn confirmed the patient event of vomiting and going to the emergency room (ER). The patient was not admitted and released the same day. The pdrn stated that the patient was provided nausea medicine (details unknown) in the ER. The patient was not with their primary caregiver at the time of the event and a secondary caregiver was performing the dialysis treatment. The pdrn spoke to the secondary caregiver after the event and it is believed they incorrectly dialyzed the patient resulting in too much fluid in the abdomen. The pdrn went over instructions for stat drain when the patient is feeling uncomfortable. Per the pdrn, the patient is doing fine and continuing their treatments on the same cycler. Additional information was requested, however to date not provided.